Event description:
It was reported that the patient was in a car accident and the rod in the left l2 construct came out of the most cephalad screw. During revision, doc took out all 3 blockers and rod and took out most cephalad screw. Replaced it with another and put in a new rod and 3 new blockers.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: the mantis redux blocker disengagement from an es2 construct was confirmed after investigation of the reported event. A review of the manufacturing records did not identify any issues. The blocker disengagement required a revision surgery to stabilize the construct. The disengagement and disassembly of the construct occurred after the patient was in a car accident. The blocker is responsible for locking the integrity of the construct and disengaged post-operatively. The cause of the reported issue is multi-factorial. The deformation pattern on the bottom of the blocker and the lack of indentation on the proximal hemi-spherical tip of the screw shank implicate the rod was not properly engaged in the tulip. There are also other plausible contributing factors including the application of unexpected, non-physiological forces on the construct during the accident. The cause of the reported product issue cannot be determined. Conclusion: the deformation pattern on the bottom of the blocker, indicates that the rod was not properly engaged in the tulip. In addition, the non-physiological forces on the construct during the accident. The exact cause could not be determined and is likely multifactorial.

Event description:
It was reported that the patient was in a car accident and the rod in the left l2 construct came out of the most cephalad screw. During revision, doc took out all 3 blockers and rod and took out most cephalad screw. Replaced it with another and put in a new rod and 3 new blockers.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the disengagement and disassembly of the construct occurred after the patient was in a car accident. The blocker is responsible for locking the integrity of the construct and disengaged post-operatively. The blocker disengagement required a revision surgery to stabilize the construct. There were no manufacturing issues identified related to the reported event. Plausible contributing factors include the application of unexpected, non-physiological forces on the construct during the accident or the rod was not properly engaged in the tulip. The cause of the reported product issue cannot be determined. Conclusion: the cause of the reported issue is multi-factorial.